Manufacturer narrative:
A4: patient weight estimated from most recent figure provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event of mixed septic and cardiogenic shock could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including sepsis and death that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, "patient care and management", provides information on caring for as well as controlling infection. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to mixed septic and cardiogenic shock. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.